Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: all answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/21/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that one broken needle at the swage area product code w9918 was received. Marks on the tip, body needle and swage area due to use of the surgical instrument were observed. Upon visual analysis of the returned sample revealed that the needle broke at the attachment area. The barrel hole was examined under magnification and a needle part separated from the needle wall. In addition, one side of the needle was received, the mating fracture surface was not provided for this evaluation. Further analysis of the needle was performed to assess the broken area. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. Additional information was requested and the following was obtained: after investigation, the patient (female, specific age unknown) underwent episiotomy repair on august 30, 2021. The operator used the absorbable suture (w9918) for perineal skin suture in the way of interrupted suture. During the suture, the needle tip broke (the specific length of the broken end was unknown). The broken end of the suture needle fell into the patient's body. The operator immediately removed the suture at the sutured site and visually searched for the broken needle. During the operation, the patient was given imaging examination (the specific examination method was unknown) to assist in finding the broken needle. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body, the patient was given a new suture (the specific product name and model were unknown). The subsequent operation was smooth. This event caused no harm to the patient except that it prolonged the surgery for about 2 hours. The patient was in stable condition now. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an episiotomy procedure on ''(B)(6) 201'' and suture was used. During the procedure, the needle broke during intermittent sewing perineal skin, the surgeon reopen the wound to look for the needle, however it could not find the needle, and moved patient to radiology department to look for the needle location. And it prolonged 2 hours operation time and finally retrieved the needle from the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle piece retrieved from the patient? For example, was a second surgery or an additional dissection required in other organs/ tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? How was the procedure completed? Any adverse patient consequences and how were they managed?